Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015 an additional session reports were provided. An interrogation occurred on (B)(6)-2015 at 10:24 last changed noted on (B)(6)-2015 at 20:55. Balcofen of 500 mcg/ml at a dose of 52.15 mcg/day. The reservoir volume was 1.3 ml and a refill interval of 2 days with a low reservoir expected alarm date of (B)(6)-2015. After the update the pump was noted as last changed on (B)(6)-2015 at 10:33. There was no change to the daily dose. The reservoir volume now noted as 18 ml a refill interval of 153 days and an expected low reservoir alarm date of (B)(6)-2015. Estimated eri was noted at 59 months. The logs had not been read. There was also another interrogation noted to have occurred on (B)(6)-2015 at 12:16 noting the last time the pump was changed was (B)(6)-2015. The reservoir volume was 0 ml with noted 18.3 ml dispensed since the last update. The expected low reservoir alarm date was (B)(6)-2015. The pump was changed then on (B)(6)-2015 at 12:25 with no daily dose change. Baclofen 500 mcg/ml at a dose of 52.15 mcg/day. The reservoir volume was noted at 18 ml with a refill interval of 153 days and expected low reservoir alarm date of (B)(6)-2016. The estimated eri was 54 months. These logs matched the logs of the previously reported session report from (B)(6)-2015 at 11:58. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015, the representative later reported that the physician programmer remains with the customer and remains in-service. There was no plan to return the programmer as it was thought to be working fine. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
On (B)(6) 2015 information was received from a health care professional via a representative regarding a patient who was receiving unknown baclofen 500 mcg/ml at a dose of 52.15 mcg/day via an implantable. The lot number, concomitant medications, and medical history were not obtainable. The indications for use were not provided. During normal use, the pump did not give the correct date when interrogated. It was interrogated on (B)(6) 2015 and reportedly it said ¿(B)(6) 2000¿ and it did not seem to remember the refill date it just said ¿???¿. At refills it had become an issue and when they updated the pump with the date it was then an issue again at the next refill. No surgical intervention had occurred nor was planned initially. Troubleshooting included ensuring the correct date was on the physician programmer, (B)(4), and correcting the date and the time each time there had been an issue. The issue was unresolved at the time of the initial report. There was no report of patient symptoms and at the time of the report the patient's status was reported as alive-no injury. On (B)(6) 2015 information was received from a health care provide via the representative and the health care provider had just interrogated the patient's pump on (B)(6) 2015 and the dates on the programmer were correct with ¿today¿s date and time.¿ the pump was filled on (B)(6) 2015 with 20 ml itb. On (B)(6) 2015 the programmer now read the correct date for the last changed, reservoir volume 0.5ml, low reservoir alarm of 2.0 ml and a low reservoir alarm date of (B)(6) 2015. The patient was fine without issues. Reportedly, the last time this happened there was more than half still left in the pump and a representative was requested. The clinician's physician programmer's software was noted as (B)(4) and no error codes had been seen. On (B)(6) 2015 additional information was received from the health care professional via the representative indicating that on (B)(6) 2015 the first issue initially was reported to a representative who advised not to stop the pump. At that time the date was incorrect saying (B)(6) 2000. The pump was reset and refilled but on the ¿(B)(6)¿ the critical alarm started sounding and the patient was brought in to find ¿low reservoir¿ but there was actually 15 ml still in the pump. A similar issue occurred on ¿(B)(6)¿ the date was registering on pump ok this time but the alarm went off to say low reservoir on ¿(B)(6)¿ but 18 ml were found in the pump. Previous session reports were now provided. A session report from (B)(6) 2014 at 12:00 noted the pump was last changed on (B)(6) 2014 at 13:33. The pump was infusing baclofen 500 mcg/ml at a dose of 67.91 mcg/day, simple continuous. The reservoir volume was noted as 4.3 ml refill interval of 16 days and the expected low reservoir alarm date of (B)(6) 2014 the pump was updated on (B)(6) 2014 at 12:07 with baclofen 500 mcg/ml with a 15% decrease daily dose change in simple continuous to 57.93 mcg/day. The reservoir volume now showed 20 ml with a refill interval of 155 days and a low reservoir alarm date expected at (B)(6) 2014. The estimated elective replacement indicator (eri) was 71 months. The next session report from (B)(6) 2014 at 11:33 noted the pump was last changed on (B)(6) 2014 at 12:14. The current medication was baclofen 500 mcg/ml at 57.93 mcg/day. The displayed reservoir volume was 2.6 ml, low reservoir alarm volume was 2.0 ml, a refill interval of 5 days and the low reservoir alarm date was expected on (B)(6) 2014. The pump was updated on (B)(6) 2014 at 11:57 with a 10% daily dose decrease in simple continuous being 500 mcg/ml at a dose of 52.15 mcg/day. The reservoir volume displayed was 20 ml, low reservoir alarm volume of 2.0 ml, a refill interval of 172 days, the expected low reservoir alarm date on (B)(6) 2015, and eri was 66 months. Further, a session report from (B)(6) 2015 at 12:57 noted the pump was last changed on (B)(6) 2014 at 12:04. The pump was infusing baclofen 500 mcg/ml at a dose of 52.15 mcg/day. The displayed reservoir volume was 4.0 ml, with a refill interval of 19 days, and expected low reservoir alarm date of (B)(6) 2015. The pump was updated on (B)(6) 2015 at 13:02 and the daily dose remained the same. The reservoir still displayed 4.0 ml, with a low reservoir alarm volume of 2.0 ml, still with a refill interval of 19 days and the low reservoir alarm date expected on (B)(6) 2015. This session reported noted the logs had not been read and the estimated eri was 61 months. Another session report from (B)(6) 2015 at 20:46 noted the pump was last changed on (B)(6) 2015 at 13:45. The pump was infusing baclofen 500 mcg/ml at a dose of 52.15 mcg/day. This session report noted that a low and empty reservoir alarm had occurred. The reservoir volume was noted at 0 ml and that the pump had dispensed 20.2 ml since the update. The expected low reservoir alarm date was noted as (B)(6) 2015 and the reservoir was 0 ml. After the pump was updated/changed on (B)(6) 2015 at 20:55 the reservoir volume was noted as 2.0 ml, the low reservoir alarm set at 1.0 ml with a refill interval of 9 days and the expected low reservoir alarm date of (B)(6) 2015. There was no change made to the daily dose and the estimated eri was 60 months. Then a session report from (B)(6) 2015 (handwritten) at 12:30 noted the ¿examined at¿ date displayed as 01/01/2000 with ¿last changed¿ date of ??/??/???? 21:53. The pump was infusing baclofen 500 mcg/ml at 52.15 mcg/day. The reservoir volume was noted as 2.5 ml, the refill interval of 4 days with the low reservoir alarm date expected on ¿(B)(6) 2000.¿ the pump was updated per handwritten note on (B)(6) 2015 but the printout noted ¿the pump status after updated last changed¿ date was 01/01/2000 at 00:26. There were no changes to the daily dose, the reservoir volume was noted as 2.5ml, a low reservoir alarm volume of 2.0 ml, a refill interval of 4 days and the low reservoir alarm date expected ¿(B)(6) 2000.¿ the estimated eri was noted as 54 months. The printout indicated the logs were not read. The pump was alarming again on (B)(6) 2015 when the representative saw the patient. On (B)(6) 2015 the representative received information from the health care professional indicating that the physician advised against turning the pump off at this time as he felt that the pump may not recognize the programmer¿s instructions and therefore they would be unsure if the pump would be on or off. The pump was still on and not causing any problems and no beeping. The patient was static clinically. The physician was to replace the pump at the end of ¿this week or next week.¿ on (B)(6) 2015 the representative provided that the indications for use were spasticity and multiple sclerosis (ms). Volume discrepancies were noted as each time the empty reservoir alarm had sounded, less than two weeks after refill there has always been the expected amount found in the reservoir and it has not been found empty as the logs have shown. When the patient was seen on (B)(6) 2015 for the pump alarm, the alarm was reportedly for the empty reservoir. The pump was saying that there was 0.0 ml in the pump and that it had delivered 18.3 ml since the last refill/update on (B)(6) 2015. This had happened before on this occasion. The clinician did not want to check the reservoir volume on (B)(6) 2015. The pump was not refilled on this date but rather the clinician simply reset the reservoir volume so the patient could continue therapy as the pump was just refilled on (B)(6) 2015 and the clinician did not feel the pump would already be empty. The session report provided from (B)(6) 2015 at 11:58 noted that the concentration was 500 mcg/ml at a dose of 52.15 mcg/day. The reservoir was noted as 0 ml and that 18.3 ml dispensed since last update. The low reservoir alarm expected date was noted as (B)(6) 2015. The pump was updated (B)(6) 2015 at 12:04 with no changes to daily dose. The reservoir volume was now noted as 20 ml with a refill interval of 182 days and an expected low reservoir alarm date of 04-21-2016. The logs from (B)(6) 2015 noted that on (B)(6) 2015 at 01:39 low reservoir alarm occurred and on (B)(6) 2015 at 07:04 the empty reservoir alarm occurred. It was further noted on the logs provided that a low reservoir alarm previously occurred on (B)(6) 2015 at 09:02 and empty reservoir alarm previously occurred on (B)(6) 2015 at 14:27. The patient had not experienced any change in symptoms and the patient remained clinically stable. All available session reports were provided. It was unknown as to why the pump ¿empty¿ occurred as well as the cause of the event. It was unknown if the clinician missed any indicators, the patient did not miss a refill appointment nor did they ignore an alarm. The serial number of the catheter and lot number of lioresal, as now reported, were not available. This pump was to be returned. The programmer was used with another patient and there was no issue, therefore, it was not collected for return. On (B)(6) 2015 it was further provided that the representative had used a new physician programmer and ¿exactly the same happened.¿ every step of the refill process the representative had checked herself and still the same happened. The representative had concluded that everything was done correctly and that the pump was unpredictable. The patient was now in the united kingdom for the explant of the pump. The representative confirmed that the pump serial was (B)(4) and the clinician's physician ¿programmer¿ used was (B)(4). The representative shared that if the volume was not updated then the nurse would not have got the correct refill date to bring the patient back in. Each time the expected date based on the 20ml volume was taken from the physician programmer and written in the patients notes. The representative would have expected the clinician to catch the mistake based on such a ¿sort¿ predicted refill date if they were not accurately updating the new reservoir volume as it would be telling them to bring the patient back in within a few days and not the usual time frame. Reportedly, they always ensured the projected refill date was appropriate. It was thought that at the point of looking when the next refill was due they would have suspected something was wrong if there was only a few milliliters left in the pump and the refill date would be very soon. However, of note, three session reports provided noted different values other than 20 ml and short refill interval dates after the pump update. The session report from (B)(6) 2015 after the pump was updated noted a reservoir volume of 4.0 ml and a refill interval of 19 days. Session report from (B)(6) 2015 noted after the pump was updated a reservoir volume of 2.0 ml and a refill interval of 9 days. Also, the session report from (B)(6) 2015/"(B)(6) 2000" after the pump was updated noted a reservoir volume of 2.5 ml and a refill interval of 4 days. In addition, the representative shared that some of the dates may not match as the representative took a verbal history from the nurse and made notes of the dates and there may be a discrepancy between what she told the rep by reading the patients notes and what was found on the print outs. It was confirmed the pump was explanted on (B)(6) 2015 and was being returned. Also on (B)(6) 2015, the representative wanted to clarify the statement ¿using a new n¿vision and exactly the same happened. She checked every step of the refill process herself and still the same happened¿. The representative clarified that the same issue did not happen following update with her physician programmer, (B)(4). The date was not incorrect when she had used her own physician programmer, (B)(4). However, there was a date issue when the customer¿s physician programmer, (B)(4)software card (B)(4), was used. As a result, the date had to be reset when the customer¿s physician programmer was used. Initially the customer¿s physician programmer was used to show the representative their procedure first as she wanted the physician to show her how they do a refill and all the steps were followed correctly. The date had to be reset at that point. The representative¿s physician programmer was used after this and there was not a date issue. She did not hear any further issues happened with this pump following the update she made with the treating physician using the representative¿s physician programmer with this patient. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The pump was returned for analysis. As received, the pump reservoir had 14 ml of fluid in it. The pump logs were gathered and no anomalies noted. The laboratory technician used a known functioning physician programmer and gathered the initial printout and performed a pump update. That updated included the non-standard engineering tests (volume infusion and low reservoir alarm test). The returned pump was able to be updated. A 5-day, at an accelerated rate test, was done to show that the pump could be updated and that the low reservoir alarm triggered at the appropriate interval. The pump passed dispense testing for accuracy. The pump met specification through analysis. Regarding the dates issue, analysis also noted that a physician programmer has an internal battery located on the circuit board inside of the handheld device. The handheld platform supports the maintenance of a real time clock and calendar as long as one of the battery supplies (primary or backup) is available at all times. Loss of power (removal or end of life of both batteries) will cause the clock to be reset ( 00:00:00, 01:01:2000). Therefore, a malfunctioning 8840 should not be used to update or reprogram a pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.